Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/22/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 07/07/2015 with the following findings: the keypad was found to be intact. All of the keypad buttons were found to respond appropriately. The complaint of under-responsive keypad buttons was not duplicated during testing. The keypad was removed and there was no evidence of contamination found under the button contacts. There was no moisture observed in the battery compartment, however, there was moisture found behind the display. During testing, a leak test was performed and display lens leak was found. The pump case was removed and additional moisture damage was observed inside the pump. Unrelated to the complaint, the display was found to be distorted.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under-responsive. It was noted that there was moisture/corrosion visible in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.